Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the right coronary artery (rca). A 32x2.50mm promus premier¿ drug-eluting stent was advanced to treat the lesion; however, it was noted that the stent strut was lifted up. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.  Device evaluated by MFR: promus premier ous, mr, 2.5x32mm, stent delivery system was returned for analysis. A visual examination of the crimped identified stent strut rows 21 and 22 from the distal end of the stent were damaged and deformed. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. It is likely the crimped stent may have encountered resistance and subsequent damage during the attempt to advance and withdraw the device. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other damage noted during analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the right coronary artery (rca). A 32x2.50mm promus premier¿ drug-eluting stent was advanced to treat the lesion; however, it was noted that the stent strut was lifted up. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.